Event description:
It was reported that the patient had this penlie prosthesis removed because there was a fluid leak. No information regarding a new device was provided. Additionally, no patient complications were reported.